Manufacturer narrative:
The subject device was returned to and evaluated by olympus. During inspection, then phenomenon (no image / static) was confirmed due to a faulty charge-coupled device. In addition, a puncture in the cable was observed leading to a failed leak test. The device was repaired and sent back to the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the camera cable had a hole due to storing or reprocessing the device with tweezers, forceps, scalpels, etc. It is likely that water leaked into the cable, destroying the electrical circuit and causing the image loss. The instructions for use have the following statement which can prevent the event: "do not reprocess or store this product with tweezers, forceps, scalpels, etc. A hole is opened in the camera cable, and water leakage may cause the electrical circuit inside the product to be destroyed." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to inform that during preparation for use, an image problem (no picture / static) occurred regarding the otv-s7proh-hd-12e hd autoclavable camera head. There was no report of patient impact. No additional information base been obtained.